Event description:
The company was informed that the pt developed a pseudomonal infection at the implant site. The pt was prescribed with antibiotics (type unknown). The pt's device was explanted.

Manufacturer narrative:
Additional information: the company considers the investigation into this reportable event as closed. The company was informed that the explanted device has been lost. A review of the device history records was completed and no anomalies were noted. The pt was reimplanted with another advanced bionics cochlear implant on (B)(6) 2007. The pt reportedly is doing well. This is the final report.